Event description:
It was reported that t:slim x2 pump battery did not charge even though caller used tandem charging cable and wall adapter and left pump connected for at least 30 minutes, but charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter, after which pump began charging, and tandem technical support advised that non-tandem charging supplies should only be used for troubleshooting and arranged shipment of replacement tandem wall adapter, after which no further assistance was required.